Event description:
It was reported that the tandem mobi pump battery would not charge. The issue did not lead to a pump shutdown, and there was no adverse impact to the customer's blood glucose level. The customer resolved the issue by using a different charging cable, which allowed the pump to start charging, and no further assistance was required.